Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 50mcg/ml fentanyl at 7.009mcg/day, and 30mg/ml bupivacaine at 4.206mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump was infected and the device was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.